Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone and bupivacaine (both with unknown doses and concentrations) via an implantable pump for lumbar radiculopathy and non-malignant pain. It was reported on (B)(6) 2019, the patient reported pain at the pump site secondary to weight loss. On (B)(6) 2019 the pump was repositioned to the right buttocks. The catheter was spliced to accommodate the new position. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was pain at the pump site. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was the pump pocket. The event date was (B)(6) 2019. No further complications were reported/anticipated.